Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, coagulation with the device decreased within five minutes of use. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and / or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device seemed to have no defects as it worked well as usual. But while the users performed procedures, they noticed that the coagulation function of the device decreased conspicuously within just 5 minutes of use. No patient injury was reported.